Manufacturer narrative:
The customer called the olympus technical assistance center (tac) support to troubleshoot. The monitor does show a color bar set when the maj-1430 is disconnected from the front of the cv-190. The monitor is working under composite only and not working under s-video nor rgb type input. When the user is pressing the switch info key on the cv-190 keyboard, all the switch info does appear correctly along with the correct serial number. The customer can press the menu key on the cv-190 keyboard and the menu does shows up without any problem. The only common problem is there is no image shows on the middle of the monitor. It cannot be the scope because three known working endoscopes and two maj-1430 cables were being tested already. There is no dust accumulation or damages found inside the connector socket of the cv-190. The customer will send in both the cv-190 and th e clv-190 for evaluation and request for loaners in the meantime. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered worn out video connector latch causing poor connection with pigtails, software version needed to be updated to the latest version 4.10 and a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, unable to see scope image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.